Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer reported that the replacement of the power management board resolved the issue.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The event date was not specified; estimate used.